Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) as it was no longer holding a charge as long as before. The patient underwent and ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.